Event description:
No further event information available.

Manufacturer narrative:
A tapered screw-vent implant (tsvwb10) was returned. Visual inspection of the as returned implant identified signs of use within the external threads of the implant. The internal hex could not be investigated due to the attached crown. Measurement analysis could not be conducted due to the attached crown. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
(B)(4). Date of event is not provided / unknown. Initial reporter¿s email address is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
It is reported that patient developed infection around implant tsvwb10. The implant was removed. Abscess, bone loss and inflammation are also reported. Tooth site # 19.